Manufacturer narrative:
Further investigation is ongoing and we expect to report back on our findings within one month at the latest.

Event description:
Based on the information investigated so far, it is difficult to confirm whether the side effects claimed by the patient were caused by sylfirm x, so further investigation is necessary. The results of the investigation so far are as follows. 1. Based on the medwatch(mw5167590) content (contacted via viol's representative email) reported by the patient, neither viol nor viol's distributor, (B)(6), have received emails with such content. 2. The patient received a total of 4 times sylfirm x treatments from (B)(6) 2023 to (B)(6) 2024, and the conditions for the 1st to 3rd treatments were all the same. Therefore, if these side effects occurred due to the sylfirm x treatment, the side effects should have occurred from the 1st treatment. However, the patient received three additional treatments after that, which suggests that the side effects did not occur in the 1st to 3rd treatments. However, since information on the 4th procedure has not been collected yet and only the before photo was provided by the hospital, it is necessary to confirm whether the procedure conditions changed in the 4th procedure and whether side effects occurred by comparing it to the after photo. Therefore, for the above reasons, additional investigation is required for the medwatch case, and a report on the additional investigation will be made within 1 month at the most.